Manufacturer narrative:
Additional, changed, and/or corrected data: b3, b5, g2.

Event description:
Patient reported right side rupture and capsular contracture, baker grade unknown. Healthcare professional confirmed capsular contracture, baker grade iii. Capsulectomy was performed and the device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture; capsular contracture, baker grade unknown.

Event description:
Patient reported "rupture" and "capsular contracture baker grade unknown". This record is for the right side. Device was explanted and replaced. It is unknown if device will be returned.